Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial lead was explanted and replaced due to an unknown noise, oversensing and pacing inhibition. The patient did not suffered asystole due to the mentioned issues. This lead is not expected to be returned. No additional adverse patient effects were reported.